Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast surgery on an unknown date and suture was used. The patient developed a rash and was given an undefined treatment. The surgeon opines that the the reaction is not related to this suture. Additional information was requested.